Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: the actual device is not available for evaluation per the customer; however, a photo of the device has been received by baxter for a visual evaluation. The investigation is not yet complete. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv 250 device had ruptured during patient use towards the end of infusion. According to the report, the device was filled with nebcin (tobramycin) and sodium chloride. The total fill volume was 125ml and the expected delivery time was 30 minute. There is no patient injury or medical intervention reported. This is report 1 of 2 with the same reported problem from this facility.